Event description:
During a hysteroscopic resection procedure, a loop was allegedly used. The wire on the loop broke off and was lost inside the pt's abdomen. The dr considered it to be the size of the clip and decided not to search further. Post-op found the pt doing well.